Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.5 x 15 mm unknown balloon catheter. A 3.0 x 48 mm xience xpedition stent was deployed when a distal edge dissection occurred. The dissection was treated with a xience prime stent to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience xpedition 48 is currently not commercially available in the u.s. The product listed and the PMA# listed are based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.